Event description:
Catheter was not functioning properly, so it was removed. Balloon was tested after removal and would not remain inflated when 3cc air pushed through tubing. Dose or amount: 1, frequency: 1, route: intra-arter. Dates of use: three days in 2007. Diagnosis or reason for use: chf.